Event description:
It was reported that an insertable cardiac monitor (icm) was interrogated prior to a procedure. It was found that the battery longevity estimate showed lower than expected, indicative of possible premature battery depletion. This device was not used in an implant. No patient involvement was reported.

Manufacturer narrative:
The reported event of premature depleted battery was not confirmed. Final analysis found no anomaly, with battery voltage being above elective replacement indicator (eri). Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. No anomalies were found. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.